Event description:
It was reported that on (B)(6) the patient underwent an appendectomy procedure. During the procedure, two cartridges were fired. The procedure was completed without any reported complications. Sometime later it was determined that during one of those firings the cartridge had became dislodged from the device and remained in the patient. At the time of the procedure, no one noticed the cartridge was missing. On (B)(6) the patient returned to surgery to retrieve the dislodged cartridge. The retrieved cartridge appeared partially fired. The retrieved cartridge remains with risk management. These are all the details currently known.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Device retained with risk management.

Manufacturer narrative:
(B)(4). A photograph was returned and based on the description of the event in combination of the photographic evidence, it is believed the complication with the staple cartridge was the result of the staple cartridge being improperly loaded. During a conversation with the risk manager contact at the facility she agreed that further in service and education may be performed regarding the endocutter.